Event description:
It was reported that during a davinci si sigmoid colectomy procedure, the customer noted frayed cables and they also experienced difficulty to remove the vessel sealing instrument from the trocar. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with broken grip cables located at the snake wrist. The top wrist disc was also dislodged from the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.